Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 - codes updated to imdrf codes. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the provided single patient x-ray attached in the notes and attachments section of the pc titled b113df24-9ffb-4fc1-b7e3-bda35e3a114d.jpeg . Examination of the provided patient x-ray did not find anything indicative of a product defect or problem. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed. And a dimensional inspection document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a device history record (mre) review, was not possible because the required lot code was not provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is for an unknown nail/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the sales rep was notified that a universal nail will be removed on (B)(6) 2021 for an unknown reason on a currently unknown patient. No adverse events or complaints have been communicated. This report is for one (1) unk nails: universal nail. This is report 1 of 1 for (B)(4).